Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Reported events: 27 events were reported for this quarter. Product return status: 22 devices were received for evaluation. 5 devices were available for evaluation but have not yet been received. Evaluation status: 6 events were confirmed during testing. 4 devices were found to be affected by corrosion. 2 devices were found to be affected by a damaged component. 1 reported event was not confirmed during testing; the device was found to be within specifications. 20 device evaluations are in progress. Additional information: 27 devices were not labeled for single-use. 27 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 27 </noe> malfunction events in which the device reportedly overheated. 21 events had no patient involvement; no patient impact. 1 event had no known patient involvement or patient impact. 5 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: corrected data: 27 total events were initially reported. 27 previously reported events are included in this follow-up record.   Product return status: 26 devices were received. 1 device was not available for evaluation.   Event confirmation status: 5 reported events were confirmed; the cause traced to component failure. 21 reported events were not confirmed. Evaluation results: 2 devices were found to be affected by a short circuit. 13 devices were found to be affected by internal component corrosion. 10 devices were found to be affected by worn internal components. 1 devices had no device problem found.

Event description:
This report summarizes 27 malfunction events in which the device reportedly overheated. 21 events had no patient involvement; no patient impact. 1 event had no known patient involvement or patient impact. 5 events had patient involvement; no patient impact.

Event description:
This report summarizes <noe> 27 </noe> malfunction events in which the device reportedly overheated. 21 events had no patient involvement; no patient impact. 1 event had no known patient involvement or patient impact. 5 events had patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Supplemental rationale corrected data: 27 total events were initially reported. 20 previously reported events are included in this follow-up record.   Product return status 16 devices were received. 4 devices investigation type have not yet been determined.   Evaluation status 13 reported events were confirmed during testing. - 5 devices were found to be affected by corroded internal components. - 1 device was found to be affected by a worn rotor assembly. - 5 devices were found to be affected by a worn bearing. - 2 devices were found to be affected by a damaged cable. 2 reported events were not confirmed during testing; however: - 1 device was found to be affected by motor corrosion. - 1 device was found to be affected by damaged bearings. 1 reported event was not confirmed during testing.   Additional information 27 devices were not labeled for single-use. 27 devices were not reprocessed and reused.